Manufacturer narrative:
Visual inspections & results: bullet tip condition, latch condition, obturator condition, reset button condition, conforming. Functional tests & results: does safety shield retract and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test performed, the safety shield was found to retract and lockout properly. No conclusion could be reached as to how the reported instrument's "trocar blade did not retract" during surgery occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported during an unk procedure the 5mm trocar blade did not retract. Another 5 mm trocar was used to complete the case. There was no consequence to the pt.